Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: on an unreported date approximately two weeks prior to the receipt of this report, the patient experienced peritonitis. The reported product is an unknown baxter minicap. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with unspecified antibiotics (intravenous, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. The patient was reported to be recovered from the peritonitis. Additional information was requested but is not available. This is report 3 of 3.